Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance has been increasing compared to at the implant. Also that approximately a year ago the impedance was greater than 1000 ohms and the current range is 800-1000 ohms. It was noted that capture thresholds were within normal limit and the r-waves were stable. The lead is still in used. No patient complications have been reported as a result of this event.